Manufacturer narrative:
This report is submitted on august 19, 2022

Event description:
Per the clinic, the patient experienced no sounds with stimulation. It was shown that the electrode was incorrectly placed at the initial implantation. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 13, 2022.